Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial ingrowth on left eye (os) at 6 week at post-operative exam. A brief description from the surgery center indicated when checking the flap, it was noted there was a small area of epithelial ingrowth inferior on the flap edge of os. The patient disclosed rubbing of the eye. The patient commented on mild irritation and blurred vision on left eye. The flap was to be re-lifted and rinsed out. Pre-op: best corrected visual acuity (bcva) from (B)(6) 2017: right eye (od) pre-op 20/20 -3.00 x -.75 x 0; left eye (os) pre-op 20/20 -2.50 x -1.00 x 178. This report is for the femto laser.